Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. Codes associated with the software: fdr 104, fdc 307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, software version: (B)(4). No patient involved. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that when preparing for a case the cranial software (sw) was not recognizing the patient cd, when in patient import/export only nifti and file system were listed. The surgical tech was able to load the patient in the ent sw using media io. Technical service tried to open the cd rom folder in linux but no cd was listed in the tmp or mnt folders. Technical service suggested site reboot system. Additional information received: the clinical specialist phoned in to trouble shoot the system. Technical service had the clinical specialist uninstall and reinstall cranial (B)(4) software. This did not resolve the issue. The clinical specialist is going to have another cd burned and try to rule out that it was a disk issue. A new disc was made and is still not mounting. Clinical specialist is going to try the disk on other systems. Technical service requested debug logs. Additional information received: the clinical specialist stated "this is the cd tried in another system at another acct. Also does not recognize exam but it's recognized in the ent software" . The clinical specialist will be sending the disc to technical service.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Codes associated with the system: fdr, fdc codes. If information is provided in the future, a supplemental report will be issued.